Event description:
Healthcare professional reported "deflation and capsular contracture baker grade IV". Healthcare professional further reported breast deformity, and painful hardening of breast. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "deflation and capsular contracture baker grade IV". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "deflation and capsular contracture baker grade IV". Healthcare professional further reported breast deformity, and painful hardening of breast. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observed. No additional observations performed on the device. No further actions are required.